Manufacturer narrative:
The incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will not provided in the supplemental report.

Event description:
Pt was hospitalized on (B)(6) 2011 due to hyperglycemia. She went to sleep with blood glucose of 7.8 mmol/l (140.4 mg/dl), and blood glucose was 19.4 mmol/l (349.2 mg/dl) when she woke at 8 am, she changed the infusion set and went for a walk at 10:30 am. Blood glucose was 24.2 mmol/l (435.6 mg/dl) when she returned. Pt delivered an 8 unit bolus, and blood glucose was 27.6 mmol/l (496.8 mg/dl) one hour later. Pt delivered another 8 unit bolus, and blood glucose elevated to "hi." Pt bolused 3-4 times throughout the day, and blood glucose remained at "hi." At 11 pm, pt delivered 7 units of insulin through a pen. At 12:30 am, her blood glucose was still "hi." Pt went to the hosp, and nurse gave an add'l 6 units of insulin through a pen. Pt then rec'd an "if." Pt woke the next morning and blood glucose was 5 mmol/l (90 mg/dl). She reconnected to the infusion device, and blood glucose elevated to 16.2 mmol/l (291.6 mg/dl) within 2 hours. Pt switched to her backup infusion device and has had no add'l concerns. No error messages were rec'd on the infusion device. Normal blood glucose is 7-10 mmol/l (126-180 mg/dl). Infusion device was not exposed to electromagnetic fields. Pt did not have any lifestyle changes. Infusion device was requested for eval.